Event description:
The hosp had a difficult time during insertion. The guidewire broke and they had to fish it out.

Manufacturer narrative:
A complaint history review could not be completed since the lot number provided is not a vailid lot number. The complaint is inconclusive since the proudct was not returned for evaluation.